Manufacturer narrative:
Additional information g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air aspiration could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, transeptal puncture was performed with a sheath and air was aspirated. This occurred when performing aspiration for flushing before the catheter insertion and contrast imaging. Aspiration was performed several times, but air could not be removed completely. No air movement into the patient was identified. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.